Event description:
It was reported that the ptca procedure was long and required a lot of torquing of the guide wire. While removing the guide wire, the tip fractured and seperated inside the pt, in either the marginal or cx branch. A stent was used to compress the tip against the vessel wall. No pt effects were reported. No additional information was available.